Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 54 minutes after 2nd tpe was started, the patient complained of itching, red hives to chest and trunk. For treatment, "additional "solucortef was given intravenously. Tpe was stopped without blood return. "Additional" benadryl was given intravenously. The patient was transferred to another facility for centrifugal tpe treatments. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.